Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the axillary sheath for 5.5 was damaged out of the package. Once placed into the 10mm platinum graft and two graft locks placed there was significant bleeding from perforation points down the sides of the hub. New axillary sheath placed, issue resolved. The patient received 3 units prbcs. Additionally, the patients' outputs dropped overnight and suction alarm occurred on p8. Lv seemed to sucked down. Down to p7 and flolan started to help right to left flow. Patient recovered and was eventually weaned off levo. The patient continues on support. Additional information received indicating that the patient had a right mca stroke. Care was ultimatly withdrawn and the patient expired.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical, access site bleeding and low pump flow has been completed. Introducer damage - mechanical: during implantation procedure, axillary sheath for 5.5 was damaged out of the package. Once placed into the 10mm platinum graft and two graft locks placed there was significant bleeding from perforation points down the sides of the hub. New axillary sheath placed, issue resolved. The axillary sheath was returned and inspected. Visual inspection revealed dried blood at the hemostatic valve of the sheath where the two halves would peel away. The sheath was leak tested where fluid would flow out of the valve at 105.6mmhg, far below the 180mmhg required of the valve. The cause of the introducer damage - mechanical was a damaged valve due to bleeding from the side of the introducer hub and leaking of the introducer reproducing under 180mmhg of pressure. Access site bleeding - major: after there was significant bleeding from perforation points down the sides of the hub. New axillary sheath placed, issue resolved. The axillary sheath was returned and inspected. Visual inspection revealed dried blood at the hemostatic valve of the sheath where the two halves would peel away. The sheath was leak tested where fluid would flow out of the valve at 105.6mmhg, far below the 180mmhg required of the valve. The cause of the access site bleeding - major was a damaged valve due to bleeding from the side of the introducer hub and leaking of the introducer reproducing under 180mmhg of pressure. Low pump flow: after 1 day on support, pt's output dropped causing suction alarms on p-8. Down to p7 and flow started to help right to left flow. Ef around 20-25%. Pt on vent. Pump was not returned. Data log review showed to separated sets of suction events. Both suction events resolved by reducing the p-level from p-8 to p-7, indicating the suction events were triggered by a lack of blood volume in the lv. The cause of the low pump flow was most likely patient condition related due to the suction events resolving when the p-level was reduced. H10 narrative on initial manufacturer device report number 1220648-2025-28519 stated the device was not going to be received, however the device had been received.